Event description:
The customer was feeling symptoms of low blod glucose and tested with a result of 124mg/dl. The customer did not eat to raise their blood glucose. One hour later they called paramedics and they tested and received a result of 34mg/dl. The customer was given 50ml of dextrose and was given a glucagon shot. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.